Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl. The customer stated that she pressed some buttons and was not able to get the pump to work. The customer's current blood glucose was 65 mg/dl. The customer declined to troubleshoot for low readings. The product was not returned for analysis.